Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed low battery alarm after replacing the batteries with new ones. The patient's blood glucose level was 9.3 mmol/l. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact and corroded battery tube. However, the insulin pump was tested with a good battery cap and no blank display during testing. No damage found on the lcd isolation tape noted. The insulin pump has normal operating currents. The insulin pump has case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.